Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarms with no delivery on a consistent basis. The patient's blood glucose at the time of incident was 19.5 mmol/l. The pump had been alarm for 36 hours straight before the customer switched to a previously used pump. Troubleshooting was initiated for the no delivery. The pump alarmed during basal and bolus delivery and had not been resolved. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected insulin flow blocked alarms were noted. The insulin pump had a cracked case at the reservoir tube lip, cracked battery tube threads and minor scratches on lcd window noted.